Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the thin purple tubing snapped.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation and was visually inspected. The failure mode reported was confirmed, and the purple tubing was broken. Corrective actions are not required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.